Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by two consumer who contacted the company to report adverse events, concerned male patient of unknown age and origin nationality. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable device (humapen ergo ii), at unknown dose and frequency via unknown route, for the treatment of unknown indication, beginning on specific date was unknown. On an unknown date after starting insulin lispro, he had diabetic ketoacidosis due to which he was hospitalized for five days on an unknown date. He also administered incomplete dose of insulin as the substance was not properly delivered due to humapen issue (B)(4), lot number 2405d03. Information regarding hospitalization details, discharge details, corrective treatment for the events and outcome of the event was not provided. Treatment with insulin lispro therapy was unknown. The operator of huma pen ergo ii was mother of patient and her training status was not provided. The general humapen ergo ii device duration of use was unknown. The suspect humapen ergo ii device duration of use was not reported. The status of the suspect device was not provided, and was returned to manufacturer. The reporting consumer did not provided the relatedness assessment of events to insulin lispro drug and with suspect humapen ergo ii device. Update september 02, 2025: additional information received from the initial reporting consumer on (B)(6) 2025. No new information was added to the case. Edit september 23, 2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update october 24, 2025: additional information received on october 22, 2025, from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage remains no, malfunction was updated from unknown to no and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23oct2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient's mother reported her son, of unknown age, experienced diabetic ketoacidosis during use of the humapen ergo ii device (batch 2405d03, manufactured may 2024). The mother reported that "she applied the units of insulin to the device; the substance was not administered correctly in the body. She noticed that the injection screw of the device moved normally, but without insulin release. She believes that the cartridge was not properly attached, which may have caused the application to fail". She also stated that "the part responsible for screwing the cartridge in the device was broken". The investigation of the returned device found the device met dose accuracy specification and appeared normal. No malfunction was identified. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by two consumer who contacted the company to report adverse events, concerned male patient of unknown age and origin nationality. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable device (humapen ergo ii), at unknown dose and frequency via unknown route, for the treatment of unknown indication, beginning on specific date was unknown. On an unknown date after starting insulin lispro, he had diabetic ketoacidosis due to which he was hospitalized for five days on an unknown date. He also administered incomplete dose of insulin as the substance was not properly delivered due to humapen issue ((B)(4); lot number 2405d03). Information regarding hospitalization details, discharge details, corrective treatment for the events and outcome of the event was not provided. Treatment with insulin lispro therapy was unknown. The operator of huma pen ergo ii was mother of patient and her training status was not provided. The general humapen ergo ii device duration of use was unknown. The suspect humapen ergo ii device duration of use was not reported. The status of the suspect device was not provided, and its return was not expected. The reporting consumer did not provided the relatedness assessment of events to insulin lispro drug and with suspect humapen ergo ii device. Update 02sep2025: additional information received from the initial reporting consumer on 26aug2025. No new information was added to the case. Edit 23sep2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.